Event description:
During a facelift procedure, a fire occurred in the intra-oral airway tubing while using electrocautery. During the procedure, the ett (endo tracheal tube) cuff was packed to prevent air leaks. The airway tube was removed and thown to the floor along with the drapes. The padding beneath the pt's shoulder was discovered to be on fire. The pt's shoulder was burned, the procedure discontinued, and the pt's burns were evaluated and treated. The pt sustained deep partial thickness burns on the lateral aspect of the shoulder with a full thickness burn along the right posterior back. The surgeon has performed this procedure many times. There is a question regarding the communication between the anesthesiologist and the surgeon about when the oxygen was to be switched to air flow. The breathing gas mixture contained a certain ratio of gas and oxygen. The surgeon usually tells the anesthesiologist when in the procedure to switch the oxygen to air flow, but forgot to do so this time. This was already reported to the MFR about 2 months ago.